Event description:
Ethicon stapler scw 45 was placed on an atrial appendage during cardiac surgery (mitral valve replacement). The stapler was clamped into place, when the trigger was pulled to discharge staples a metal grinding sound was heard, and the staples did not discharge its staple or cut the staple line. The stapler could not be unclamped and caused a hole which required suturing and additional blood loss.